Event description:
It was reported that the coil (subject device) was broken while it was being introduced into the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Additional information received indicated that the coil proximal contact was broken, not the main coil. The main coil was found to be intact. The proximal contact is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil (subject device) was broken while it was being introduced into the microcatheter. There were no reported clinical consequences to the patient.